Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege significant and permanent personal injury including, but not limited to release of metal and metal ions into his body tissues and blood, pain, distress, anxiety and limitation of movement.